Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; g2: report source; and h1: type of reportable event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the battery level dropped from 23 to 12 percent over a span of four months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.